Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on posterior leak test and microscopic analysis was performed which identified: white particles inner device, delamination of valve, wear abrasion, and striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consistent in the use of some surgical tool. A delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported "right side deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device has been explanted.